Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the pressure relief valve will pop off and release pressure, no alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the 4-way valve was stuck causing the pressure relief valve to pop, which confirmed the original complaint issue. However, there was no indication that there was a failure of the alarms to function. Fields were updated accordingly.

Event description:
Provider states the pressure relief valve will pop off and release pressure, no alarms.